Event description:
It was reported during a colon resection while using a tlc55 the device misfired. A small number of misformed staples fired and had to be removed. The device jammed in the middle of the firing cycle. The rep reports the device was loaded properly. The anastomosis was revised using a second tlc55 without incident but an additional forty-five mins was added to the or time as a result of the misfire. The rep reports the or nurse suggested the surgeon use the longer linear cutter (tlc75) as he had a significant amount of tissue loaded into linear cutter. The surgeon chose to stay with the tlc55. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged/disengaged; cartridge batch number: k47e07; cartridge position: loaded; drivers present in cartridge, present/8 on left 3; firing knob position: back/partial, partially back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves; joined/separate, seperated; knife condition: good; staples present? Formed/unformed, in down drivers and swing tab position: locked/unlock, not present. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analayis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the swing tab was missing from the cartridge. It could not be determined how or where the swing tab fell from the cartridge. It could not be ascertained if the missing swing tab may have contributed to the reported incident. The instrument was fired and with a reload cartridge and if fired and formed all the staples as designed. There were no malformed staples noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.